Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the ins had moved four months ago and was not working. It was reported that the patient hadn¿t charged the ins and it would not charge at the time of the call. The patient needed to turn off the ins for a brain MRI. It was reported that the patient programmer (pp) was dead. No symptoms or complications were reported.